Manufacturer narrative:
(B)(4). Unit received with critical pump error due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Event description:
The customer reported via phone call that insulin pump got wet and then received insulin pump error. The customer's blood glucose value was unknown. The insulin pump was exposed to moisture. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.